Manufacturer narrative:
MDR 3003442380-2026-13816 / initial 5 of 5 name: tandem street:11045 roselle street city: san diego state: ca code: 92121 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced five insulin flow block alarm events on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump.